Event description:
It was reported that the shock lead impedance had been increasing since the previous may. The most recent measurement was 141 ohms. It was noted that the pace impedance was also high, out-of-range, and the pace thresholds were on the high end. No noise was present on the right ventricular (rv) channel. Technical services recommended performing a commanded shock to evaluate system integrity. The patient did not pace at all, and it was possible they could just be monitored until the next planned device changeout if there was no additional change in lead function. The implantable cardioverter defibrillator and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance had been increasing since the previous may. The most recent measurement was 141 ohms. It was noted that the pace impedance was also high, out-of-range, and the pace thresholds were on the high end. No noise was present on the right ventricular (rv) channel. Technical services recommended performing a commanded shock to evaluate system integrity. The patient did not pace at all, and it was possible they could just be monitored until the next planned device changeout if there was no additional change in lead function. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. Additionally, the ICD was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation determined that this device exhibited intermittent fluctuations in pace impedance measurements with no conclusive evidence of a product malfunction. Also, observed out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock lead impedance had been increasing since the previous may. The most recent measurement was 141 ohms. It was noted that the pace impedance was also high, out-of-range, and the pace thresholds were on the high end. No noise was present on the right ventricular (rv) channel. Technical services recommended performing a commanded shock to evaluate system integrity. The patient did not pace at all, and it was possible they could just be monitored until the next planned device changeout if there was no additional change in lead function. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse patient effects were reported. Additionally, the ICD was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements and out-of-range impedance measurements with no conclusive evidence of a product malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock lead impedance had been increasing since the previous may. The most recent measurement was 141 ohms. It was noted that the pace impedance was also high, out-of-range, and the pace thresholds were on the high end. No noise was present on the right ventricular (rv) channel. Technical services recommended performing a commanded shock to evaluate system integrity. The patient did not pace at all, and it was possible they could just be monitored until the next planned device changeout if there was no additional change in lead function. The implantable cardioverter defibrillator and rv lead remain in service and no adverse patient effects were reported.